Manufacturer narrative:
B5; additional information received: it was reported that the renal artery perfusion by the false lumen and the severe stenosis at the origin of the coeliac trunk, with suspected dynamic obstruction of the left renal origin, and no evidence of organ infarction is not related to the navion graft or the index procedure. It was observed in the pre-op cta, which was carried out by another facility. There was no obstruction of flow to the renal artery as result. The physician noted that , based on a risk analysis, an intervention would not be suggested, as it may not provide any benefit and could increase the risk of left renal shutdown. The physician maintained the same medication to control blood pressure. The patient has also quit smoking, and only regular follow-ups with the hospital have been suggested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted in zone 2 and 3 during the endovascular treatment of a thoracic aortic dissection as part of the dissect-n study. It was reported approximately 7 months post the index procedure, follow up CT showed the max aortic diameter was 50.9mm and left renal artery perfusion by the false lumen. The imaging was reviewed by the core lab who reported new aortic enlargement along the endograft of +8.9mm and distal to the endograft of +5.4mm. No stent ring enlargement, endoleak or stent fracture was observed. It was reported approximately 12 months post the index procedure, follow up CT showed an increased size of the dissecting aneurysm at the descending aorta t5 vertebral level 26 mm from ((B)(6) 2021) to 28 mm ((B)(6) 2021). The imaging was reviewed by the core lab who reported persistent aortic enlargement along the endograft of +11.5mm and distal to the endograft of +5.4mm. No stent ring enlargement, endoleak or stent fracture was observed. It was reported approximately 13 months post the index procedure, follow up CT showed the max aortic diameter was 49mm. Severe stenosis at the origin of coeliac trunk and suspected dynamic obstruction of the left renal origin was noted with no evidence of organ infarction. The imaging was reviewed by the core lab who reported persistent aortic enlargement along the endograft of +10.9mm and distal to the endograft of +6.9mm. No stent ring enlargement, endoleak or stent fracture was observed. It was reported core lab review of CT imaging approximately 18 months post the index procedure, reported aortic enlargement along the endograft of +15.5mm and distal to the endograft of +7.4mm. No stent ring enlargement, endoleak or stent fracture was observed. It was reported approximately 7 months post the index procedure, follow up CT showed maximal aortic diameter of 57mm. Imaging noted a post tevar of the standford b thoracoabdominal aortic dissection without stent complications. The dissection extension remained stable, as did the maximal total aortic diameter at the proximal descending aorta, with an aneurysm measuring approximately 53 x 57 mm. The imaging was reviewed by the core lab who reported persistent aortic enlargement along the endograft of +16.6mm and distal to the endograft of +7.3mm. No stent ring enlargement, endoleak or stent fracture was observed.